Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73c210010n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit was "not turning on". No patient involvement reported.

Manufacturer narrative:
Qn(B)(4). The sample was returned for evaluation. A visual exam was performed and there was one crack noted in the trim ring. No other defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test; however, the unit was not able to navigate through the power-on self-test (p.o.s.t.). The unit did not turn on when the power button was pressed. The unit was opened and the power supply board was replaced with a known good power supply board. This time the unit navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2007 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit was "not turning on". No patient involvement reported.